Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a control reservoir from a progav 2.0 shunt system (#fx434-t) did not rebound intraoperatively after being pressed. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Event description:
The complained product was now sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the components were determined. Permeability test a permeability test has shown that all components are permeable. Results to check whether the reservoir is working properly, we first tested it with air by pressing in the membrane and then releasing it. The membrane immediately returned to its original position. We also tested the suitability of the complete shunt system by placing the end of the ventricular catheter in a petri dish containing fluid and pumping the reservoir. We could determine that the fluid was conveyed by the pumping and emerged again at the end of the peritoneal catheter. We can determine that the reservoir is operating in accordance with all specifications. If you have any further questions about the shunt system, our medical device consultants will be happy to answer them. The examination of the return has been completed with the drafting of this report.. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.